Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported according to the surgeon, the rigid video scope optics gave a poor picture quality. The issue occurred during preparation/prior to sedation for a laparoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and corrected data. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera cable unit (ccu) plug of the video cable section has loose parts. A definitive root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported according to the surgeon, the rigid video scope optics gave a poor picture quality. The issue was found during preparation/prior to sedation for a therapeutic laparoscopy procedure. There were no reports of patient harm.